Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital complaining of syncope. Interrogation revealed that the device was in storage mode since (B)(6) 2013. The patient had been lost to follow up. The device was explanted and replaced without incident. There were no allegations against the functionality or longevity of the device.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was programmed out of storage mode and then exposed to simulated heart load conditions, where the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.